Event description:
It was reported that bd 5ml syringe luer-lok¿ tip plunger rod was damaged. This was discovered during use. The following information was provided by the initial reporter: I start to use a syringe for the preparation of drugs under laminar flow; observation that the syringe is damaged at the plunger rod (melted shock).

Manufacturer narrative:
H6. Investigation summary: no photos or samples were received for evaluation. A device history review could not be completed as no batch number was provided. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd 5ml syringe luer-lok¿ tip plunger rod was damaged. This was discovered during use. The following information was provided by the initial reporter: I start to use a syringe for the preparation of drugs under laminar flow; observation that the syringe is damaged at the plunger rod (melted? Shock?).